Event description:
During a training simulation, customer reported the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer was unable to clear the advisory. No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," was confirmed during the functional testing and the archive data review. The root cause of the ua07 were the failed load cells, likely attributed to failed components or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated several ua07 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during the power-on-self-test. The load cell characterization indicated single point load cell module 1 was under-reporting and single point load cell module 2 was over-reporting. The load cells needs to be replaced to address the ua07. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was 1 similar complaint reported for the autopulse platform with (B)(4), reported on (B)(6) 2019, the load cells were replaced to address ua07 error message.